Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient dislocated her constrained liner. During the revision, the liner was removed and discovered to have a crack on the outer elevated edge of the poly. The locking ring was observed to be still in place on the exterior of the polyand the 36 ts femoral head was still attached to the femoral stem. Constrained liner was destroyed during the removal process by the surgeon. The surgeon chose to remove the femoral stem, which was well-fixed, for a modular revision stem in order to increase femoral anteversion. Revised to a tripolar. No history of falls or additional explanation for the dislocation. Doi: (B)(6) 2019; dor: (B)(6) 2019, left hip.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.